Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/16/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings: a review of the pump black box data revealed no evidence of a load step malfunction. During testing, the pump was loaded and primed properly with no alarms. The force sensor calibration reading was within specifications. The pump case was removed and no internal defects were found. Unrelated to the complaint, the display screen appeared faded and discolored. Additionally, the battery compartment was observed to be cracked, and the battery cap threads were damaged. The returned cap could not be used for testing due to the damaged threads; a test cap was used to complete investigation.